Manufacturer narrative:
UDI #: (B)(4) unknown expiration date, lot number and manufacturing date are not available since account cannot provide patient interface lot number. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss while laser was firing with intralase patient interface (pi). It was reported that an electronic procedure was lost and that the surgery was completed successfully by using the same pi. Pi is not being returned.